Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system (a33 alarm). The customer¿s blood glucose level was 340 mg/dl at the time of the incident. The customer reported she received compromised force sensor system on her pump prime rewind. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed error test and displacement test. Unit alarmed motor error during basic occlusion test and at 4.0 lbs during prime test due to loose / flush drive support disk. Unable to perform occlusion test and excessive no delivery test due to alarms. The motor was tested outside the device and passed. Unit received with cracked case at the reservoir tube window corners, reservoir tube window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.